Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (navy blue tip) and the main body (light blue portion) of a minicap extended life pd transfer set; further described as ¿two pieces are not glued together and that portion comes apart and will create a gap.¿ this was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.